Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was evaluated and replaced. The charger pcb was reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported precharge voltage and high voltage overload error messages. This will prevent the system from booting, resulting in a loss of imagining functionality. There is no report of injury or death associated with this event.